Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.